Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was 531 mg/dl with large ketones and nausea. The reporter noted the patient was hospitalized that day and was treated with intravenous fluids and an insulin drip, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported that the pump alarmed for an empty-cartridge alarm that day at 13:27 which was not resolved until 23:07. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event is was attributed to a use-error.